Event description:
It is alleged that an ambulance hit black ice and slid off the road onto the left side, went up a hill, rolled over two and a half times coming to rest on it's roof. It was reported that this resulted in the death of the patient and paramedic who were being transported at the time of the event. It was alleged that the rail post broke from the frame of the cot during the event.

Manufacturer narrative:
It was reported to stryker that an ambulance was involved in an accident. It was alleged that as a result of the accident, the patient and emt became deceased. The stryker product did not cause or contribute to the alleged traffic accident event. Device not returned.

Event description:
It is alleged that an ambulance hit black ice and slid off the road onto the left side, went up a hill, rolled over two and a half times coming to rest on it's roof. It was reported that this resulted in the death of the patient and paramedic who were being transported at the time of the event. It was alleged that the rail post broke from the frame of the cot during the event.